Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose level was 4.8 mmol/l. Customer reverted to an alternate method of insulin therapy.